Manufacturer narrative:
(B)(4). Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or low battery alarms noted during testing. However, confirmed power error 25 due to j6 connector resistance issue. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.